Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages after loading a cartridge with 125 units of insulin. During troubleshooting with tandem technical support, the customer went through the fill tubing process while connected to the site and inadvertently delivered 4 units of insulin to themselves. The customer's blood glucose level was not impacted; however, the customer addressed the insulin delivered by consuming carbohydrates. The customer was able to load a new cartridge successfully and resume insulin delivery.